Event description:
Boston scientific received information that post implant of this device and lead, the right ventricular (rv) lead shocking impedances were greater than 125 ohms. The patient went back in for surgery, where the pocket was once again opened to determine the cause. It was noted that the lead was not fully inserted into the device header, and the setscrew not tightened. The physician made sure that the lead was fully inserted into the device header and the setscrews were tightened down. Immediately, the lead measurements were all within normal ranges. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead and device remain implanted.